Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the clinical engineer noticed that the power disconnect alarm on the patient's controller was "unorthodoxly" quiet. The engineer tried both power ports at separate times and power disconnect alarm was "barely audible". The patient reported no alarms associated with the issue and no overt damage done to controller. A controller exchange was subsequently performed, as clinical engineer did not feel it was safe to keep patient connected to the controller with such quiet alarms. The engineer also reported that upon controller exchange, the vad disconnect alarm was very quiet and "did not have to be muffled". The patient tolerated the controller exchange well with minimal pump off time. Of note, the controller ports were not loose. There were no reported consequences or impact to the patient.

Manufacturer narrative:
It was reported that the "power disconnect" alarm was unorthodoxly quiet. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed through log file analysis since this event is related to the controller's alarm sound volume.  The returned controller passes visual inspection and functional testing. Supplemental testing performed on this controller indicates that the sound level of the audible alarms is within the spec limit. The reported event as described in the event detail could not be verified at the bench test. The reported event could not be confirmed during testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.